Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail was reported to be due to the patient falling from his house. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The original im nail in the left femur was replaced with a 9mm x 300mm, standard nail using two proximal screws and two distal screws. The right femur had a 10mm x360mm, standard nail using two distal screws implanted. Sign fracture care international will continue to monitor these events as part of our post market activities. The date of the event was updated to reflect new information that came in for the fractured right femur.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was shown to be broken during a follow-up x-ray. The patient also had a fractured right femur. It was reported the new injuries were sustained due to a fall from his house.